Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The physician got access via transeptal puncture and applied electrocautery to the wire in a middle and inferior position on the septum. The wire was placed in the left vein, the non-boston scientific sheath was removed from the patient and exchanged for the was sheath. During transeptal puncture, an effusion was noted and monitored for growth. The effusion continued to grow, and a pericardiocentesis was performed. The patient was monitored, with the effusion under control. There was no surgical intervention required at this time.